Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was tested for the flow rate testing at the rate of 125ml/hr with resulted volume of 118.974ml, and the error percentage rate was at -4.8208% which is within the +/-5% specification range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump had failed flow rate test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.